Event description:
Prior to initiating ECMO, blood from primed circuit was found to be severly hemolyzed. Physician was informed, a second blood test was ordered, & ECMO was initiated as planned (per physician order). Second blood sample also showed severe hemolysis. Check of circuit & priming blood did not identify cause. Baby turned deep red & became hypotensive after starting ECMO. This resolved, hemolysis continued until entire circuit was changed out.